Manufacturer narrative:
E2: health professional ¿ n (no); e3: occupation - non-healthcare professional. Based on the results of the investigation, the most probable cause of the complaint is component failure, which is expected or random without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited leakage problems (air/water leakage) due to a torn cable below the main body. There was no patient involvement.